Event description:
Reported the pump was infusing an unspecified concentration of heparin at an unspecified concentration of heparin at an unspecified rate to a patient in the ICU. Approximately 2 hours after the pump was last checked, the clinical staff found the pump powered off. There were no reported audible or visual alarms. The device was removed from clinical service. Heparin therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.